Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0406258v, implanted: (B)(6) 2004, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: unknown , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the lead became frayed when the patient had a new battery placed which was on (B)(6) 2018, hcp will be replacing the stimulator and lead. The case was scheduled for today but the caller indicated that she was going to postpone this case. No symptoms were reported and no further complications were reported or are anticipated.